Event description:
Pt status-post coronary artery bypass graft and valve replacement in 2004. Post operative course complicated by excessive pulmonary secretions and patient returned to the operating room for a tracheostomy. After adequate general endotracheal anesthesia was attained, a roll was placed beneath the shoulders and the base of the neck was prepped and draped in the usual sterile manner. A transverse 3 cm incision was made one finger breadth above the sternal notch and hemostasis obtained with electrocautery. The portable oxygen was on the right side of the patient's bed. Within seconds of using electrocautery, smoke noted coming from between the drapes to the right of the patient's neck. As soon as the smoke was noted a flame was identified to the right of patient's neck and the drapes were immediately removed. The size of the flame not known. It is uncertain whether the fire originated from the drape or sheets on the bed, but the fire was extinguished in less than 10 seconds by smothering it with linen from the operating room table. Partial to full-thickness burns were noted in the following areas: right trapezius, supra-clavicluar area, right ear and right jaw. The exact size of the burns is not known. Multiple plastic tubes at the head of the operating room table melted. The patient was re-intubated and a fiberoptic bronchoscopy was performed via the endotracheal tube to assess for pulmonary injury. Tracheal mucosa was normal with no evidence of burn or inhalation injury. Patient remained stable throughout this incident. Patient moved to the intensive care unit. Plastic surgery consult and burn care initiated. As of 2004 patient is currently hospitalized and in stable condition.